Manufacturer narrative:
Head-end lift gears case - bolts.

Event description:
It was reported by service report that the head of bed won't go down all of the way. There was pt involvement; however, no adverse consequences are reported.